Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6)2014. (B)(4).

Event description:
It was reported by the patient that they have a bad lead that is eating up a lot of the battery and the device will need to be replaced. The leads are still in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the left ventricular (lv) lead had high thresholds and intermittent capture at maximum outputs. The lead was capped and replaced.